Event description:
A physician has had one occurrence of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. Co has rec'd the following info: date of surgery 1999 uneventful, 6 day post-op pt experienced sudden decrease in visual acuity, with presence of "dence tyndall" (aqueous flare). Post surgery treatment provided along with antibiotics & non-steroid treatment. Resolution with 10 days and visual acuity is normal.